Manufacturer narrative:
(B) (4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain/one of more cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.

Event description:
A home patient (hp) contacted baxter's technical service center regarding homechoice (hc) therapy and reported a low drain volume alarm in drain 3/4. Per initial report, baxter's technical service representative (tsr) assisted the customer during the initial contact. The drain volume was 373ml. The fill volume was 2700ml. The tsr assisted the hp to do a manual drain and the patient drained 4610ml. The device was swapped to ensure there was no malfunction. The patient did not report having any symptoms of overfill. The nurse was contacted by baxter. The evaluation results were reviewed with the nurse. The nurse was not aware of the overfill. She stated that the patient was doing fine. The nurse will however follow up with the patient and ensure he is draining well and not bypassing drain cycles.